Event description:
The customer reported that the system would display an iris potentiometer error message when in the lateral position. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep repaired the wire and connectors at the collimator as well as performed a calibration. The system was tested and found to be working as intended and put back in svc.